Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain and swelling, migration of femoral component despite fully cemented stem. Tibia well fixed, femoral component was tamped forward but not loose. Femoral components removed. Computer navigation assisted cuts. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Associated products : item#: cp113123; vngd ti fem ssk 60mm lt; lot#: 289620; item#: 183844; vngd sskpsc tib brg s 14x71/75; lot#: 111550. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04083.

Event description:
It was reported the patient underwent an initial left tka 6.5 years ago and subsequently underwent a first revision on three years later. Patient underwent a second revision on last month due to pain, swelling, and migration of the femoral component. Femoral component was "tamped forward but not loose". Femoral components were removed, tibia was well fixed.